Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that in the immediate post-operative radiograph properly implanted screws are evident. In the post-operative monitoring of the patient, the specialist reports that the screws on the distal portion of the plate are partially exposed to the outside environment. It was also reported that the patient had pain after first surgery. There was no report of a surgical delay. When product was returned, it was discovered that there was a broken screw as well. This report is for 2 of 2 complaint (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development event evaluation was completed: the received product showed severe deformation; one screw head is broken. The fluoroscopy image attached to the device report show a collapsed post-operative construct. The screws that were implanted proximally to the fracture site are still in contact with the plate interface. However the locking screws distally to the fracture site are shown as displaced laterally from the plate and are not in direct contact with the plate hole anymore. The distal locking screws came loose and were pulled out of the bone. One distal locking screw broke in the transition zone between the head and the shaft. Multiple factors can lead to the failure mode such as inadequately tightened locking screws can become loose when a load is applied by the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had a fracture of lower femoral epiphysis. An internal review of the x-rays was completed by a medical director: two of the x-rays are pre-operative and show a comminuted fracture of the right distal femur. This was treated with a condylar plate and screws. Three of the post-operative films show that the four distal locking screws seem to be in a satisfactory position. Two of the post-operative films show that the four screws have backed out and are no longer locked into the plate. In additional, the clinical picture shows that one of the screws has penetrated the skin and more screws are pressing against the skin.